Manufacturer narrative:
A product development evaluation was completed: upon inspection of received part 03.616.042; it is confirmed that the returned instrument shows significant damage to the male threads on the distal tip. Half of the first two threads are broke off. The applicable associated drawings were reviewed. These drawings call out the appropriated dimensions, material and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of these instruments. The applicable us matrix technique guides do not includes the instrument 03.616.042 and 03.616.043. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. In conclusion, the reported condition of broken distal tip was confirmed; proper use is critical to the success of the holding sleeve devices. The us matrix techniques guides do not include part numbers 03.616.042 or 03.616.043. Without instructions for these part numbers, these instruments are susceptible to failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of the locking holding sleeve (03.616.042) broke while tightening a matrix screw. There were no fragments generated. A spare holding sleeve was available for use resulting in no delay in procedure. The procedure was successfully completed. Device will be returned for evaluation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional manufacturing release dates 5/13/2012 and 12/13/2012. A review of the device history records was performed and revealed that the rms company manufactured the locking holding sleeve ¿ standard for matrix, p/n 03.616.042, and lot number 6839777. The supplier¿s certificates of compliance (dated march 29, 2012 for the first receipt and october 4, 2012 for the third receipt) indicate the parts were manufactured to p/n 03.616.042, revision ¿c¿ for the first receipt and revision ¿d¿ for the third receipt, and that the lots met the required specifications. The first receipt was inspected to the synthes, tabulated incoming final inspection sheet number (B)(4), revision ¿b¿ and the third receipt was inspected to incoming final inspection sheet number (B)(4), revision ¿e¿. Nonconformance (ncr) number (B)(4) (dated april 4, 2012 for the first receipt of this lot) was written for undersized outer diameter on the threads of (B)(4) pieces of the (B)(4) inspected and missing etch on 1 of the (B)(4) pieces inspected. The (B)(4) parts were returned to rms and the ncr was closed on (B)(4) 2012. The 3 pieces were reworked and returned to synthes as the second receipt of this lot; however the parts were again returned to the supplier to be reworked to revision ¿d¿, prior to inspection. The 3 pieces were reworked and returned to synthes as the third receipt and conformed to all inspection requirements. The first receipt of this lot was released (B)(4) 2012; the second receipt was closed (B)(4) 2012 and no parts were released to the warehouse; and the third receipt was released (B)(4) 2012. Ncr (B)(4) was generated for clerical error on the decontamination process at synthes, but is unrelated to this complaint. Drawing (B)(4) rev ¿c¿ was released (B)(4) 2012. Drawing (B)(4)rev ¿d¿ was released (B)(4) 2012 note: blank fields on this form indicate information that is unknown, unavailable or unchanged.